Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline distal portion became tapered. The patient underwent surgery for treatment of an aneurysm in the internal carotid artery in c5 with a max diameter of 7.0 mm and a 6.4 mm neckdiameter. Stenosis was measured as exceeding 50%. It was reported that at the time of the 3-month follow-up digital subtraction angiography, the pipeline flow diverter distal portion became tapered, narrow and was floating from the wall. The distal internal carotid artery was visible from the mesh on the front side wall. This condition is the same for 1-year follow-up dsa. There was no cerebral infarction. No patient symptoms or complications were associated with this event. Ancillary devices include a balloon catheter. Additional information was received. The reported malfunction involved deformation and damage to the flow diverter, with more than 50% of the parent artery affected as a related adverse event. At the 3-month follow-up angiography (dsa), the distal portion of the flow diverter was observed to be tapering narrowly, floating away from the vessel wall, and becoming thinner distally. The distal ica was visualized through the mesh of the proximal sidewall, and this condition remained unchanged at the 1-year follow-up dsa, with no cerebral infarctions or symptoms reported. Only one flow diverter was used, with successful placement and no movement, malfunction, or adverse events during the initial procedure. There was no friction or difficulty during delivery or positioning, and the pipeline was implanted at the intended location. The parent artery stenosis and occlusion has been updated from ¿>50% stenosis¿ to narrowing >50%. There was an adverse event (ae) that was reported as a narrowing or thrombosis of a collateral vessel or parent artery covered by a flow diverator. There was no presence or absence of accompanying symptoms. The manifestation date was on (B)(6) 2021. The ae was non-serious. There was no treatment. The causal relationship with the equipment and the procedure was undeniable. The outcome date was on (B)(6) 2021. The outcome was "light". The fd distal surface floated taperingly and the lumen stenosis (+), but over time, a synonym was formed from the fd tip sidewall, and the overall vessel diameter was less than 50%. It progresses asymptomatically.